Event description:
It was reported that threads broke off when inserting implant.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection revealed the tip of the stem rod has fractured off. The tip of the stem impactor rod which engages with the hip stem in order to fully seat it into the femur fractured. The tip fracture is most likely due to impact forces. If during impaction sufficient side loads are transferred to the tip of the stem impactor rod, a mechanical overload or fatigue fracture can occur. Additionally, if the tip is damaged due to such impact forces to the extent that it influences connection to the hip stem, there may be difficulty when trying to remove the stem impactor rod from the implanted stem and the stem impactor rod may fracture during removal. The device was manufactured in 1999. A review of complaint history on the listed part revealed no prior complaints for this failure mode with the same batch number. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. We consider this investigation closed.